Event description:
Allegedly, patient was revised due to mom complications: pain; metallosis and bone loss; grayish loose tissue; fibrous tissue with histiocytic; wear debris reaction -left.

Manufacturer narrative:
This is the same event as 3010536692-2015-01107.